Event description:
It was reported that an ilet user stated they used approximately 40 units of insulin over about four hours after a supply change, announced a late-night snack as ¿lunch,¿ and experienced elevated glucose that subsequently returned to range without changing supplies, with no occlusion alerts or visible supply issues; review of usage showed increasing insulin delivered for the ¿lunch¿ announcement consistent with device adaptation. Symptoms included hyperglycemia. Outcomes included no hospitalization and glucose returning to target range. Investigation included review of device data and user reports with troubleshooting and education provided. Investigation of this case revealed no device alarms or occlusion indications and suggested expected adaptive dosing behavior in response to user announcements and intake, with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.